Event description:
Report received from abbott ashland of two broken water bottles. The report states, "customer purchased two water bottles. Both broke, and the second time it caused a minor injury to spouse. Injury was not serious according to complainant." Additional information was requested, but at the consumer's request, no further information was provided.